Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4) screen had colored vertical line. Display out of electrical specification.

Event description:
It was reported the screen shorted out during interrogation of a patient. The programmer was returned for service. There was no impact to the patient and another programmer was used.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) screen had colored vertical line. Display out of electrical specification.